Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded at the hospital. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 8300ab aortic valve was explanted after an implant duration of two (2) years and three (3) months due to severe paravalvular leakage (pvl). The patient presented with heart failure. The explanted valve was replaced with a 23mm 11500aj valve. The patient outcome was reported as recovering. Per the reported information, no intra-operative attempt was made to prevent pvl. Postoperative echo showed mild pvl, and the patient was being followed up as outpatient. The pvl gradually worsen and became severe, so the patient was hospitalized and underwent reintervention. The surgeon commented that the patient native aortic valve was shaped like an unicuspid aortic valve, and the height of her native annulus may have differed at each cusp position, which may have contributed to the pvl. The device was not returned for evaluation as it was discarded at the hospital. No medical records, images, or videos were provided.

Manufacturer narrative:
Added information to h6. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a pvl [paravalvular leak] if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Late paravalvular regurgitation most commonly occurs in the setting of infective endocarditis-related abscess formation which predisposes to suture dehiscence or the gradual resorption of partially debrided annular calcifications. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability... A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The surgeon commented that the patients native aortic valve was shaped like an unicuspid aortic valve, and the height of her native annulus may have differed at each cusp position, which may have contributed to the pvl.